Event description:
The dome portion was detached from the catheter during the traction removal for replacement. It occurred 180 days after placement. The dome portion was removed by a hemostat.

Manufacturer narrative:
The complaint of retention dome breakage is confirmed, user-related. The jagged, granular veneer and tensile weakness at the distal end of the tubing are traits indicative of a tensile strength break. The break in the tubing is a result of excessive force that was used while removing the device. It is not known if the gastrostomy tubing was free-floating within the fibrous tract prior to removal. The device had been in place for approx 180 days prior to the complaint incident. Gross visual and microscopic examinations and tactual testing shows no evidence of a defect or deformity related to the mfg process. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. The product instructions for use (IFU) provides a narrative description for removal of this device. This appears to be a user technique issue.